Event description:
It has been reported to co that during the procedure this device failed to pace. Further information was unavailable at this time. There is no report of patient injury. The device is being returned for co's analysis.